Event description:
Customer reported being hospitalized for dka. It was reported that she had been having erratic high and low blood glucose levels for approx 10 days prior to hospitalization. Customer stated that md believes that there may be an issue with the pump. The troubleshooting conducted indicated that the pump appeared to be operating normally. A tubing clamp was sent to customer in order to complete troubleshooting.